Event description:
In 2006, a physician successfully deployed an emboshield into the right internal carotid artery; pre-stent dilatation was performed with another brand of balloon; the xact stent was successfully positioned and deployed; post-stent dilatation was performed with another brand of stent; the emboshield was successfully retrieved. It was reported the patient had left neck, ear and eye pain during the stent procedure. The patient was given IV fentanyl for pain and the pain resolved shortly after the procedure. Post-procedure, the patient developed left facial droop, left sided neglect and left sided weakness progressing to left side paralysis. Throughout the afternoon and evening hours of the procedure, the patient did regain strength, although not full strength, to his left side. The patient was transferred to the intensive care unit for monitoring. Over the next two days, the patient's symptoms improved in that the left sided neglect resolved, left leg strength returned to baseline and the left arm strength improved to near normal. The patient was transferred out of the intensive care unit 2 days later for assessment for a rehabilitation unit stay. On the following day, the patient fell, hit his head and developed a decreased level of consciousness and left hemiparesis. The patient's neurological condition continued to decline and was complicated further by septicemia. It was reported that the urinary catheter was pulled out when the patient fell 3 days post-op, causing trauma to his urethra; the patient spiked a fever; urine and blood cultures were positive for e-coli. The patient was discharged from the hospital hospice care about ten days later and died at the hospice center the next morning at 0930.

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.